Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel - interstim stimulation . It was reported that started having symptom return. Pt reports is having urinary accidents and is getting up a lot at night and if pt waits too long by the time standing up, will have an accident. Pt reports has low tolerance and is more sensitive to the stimulation than the average person. Pt reports if increases too much device "positionally shocking me" and pt would decrease stimulation. Pt also mentioned during implantation procedure it took twice as long because surgeon believed it was not in the right spot and pt did not show reaction but was corrected. Pt inquired if could potentially be in the wrong spot. Agent reviewed pt confirmed feeling stimulation in bicycle seat area and that symptoms were controlled prior to starting new medication. Pt also mentioned has a hard time making therapy changed because the process is long. Agent addressed different programs and educated pt on when to change setting as well as what is a good number to be at. Pt reports will start on program 1 and keep track of symptoms on a notepad. Pt stated there are too many program options and agent reviewed the benefit of customizing to the pt's physiology. Pt reports has a follow-up with hcp regarding new medication and saw the side effect of medication can affect bladder. Pt reports hcp is dr. (B)(6). Redirected caller: patient's hcp pt inquired about insurance covering procedure for MRI compatible lead. Agent redirected to hcp and insurance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the placement issue was a stimulation output issue and questions that they were not getting symptom control so they question placement. The patient has a visit scheduled with their doctor on (B)(6) 2022.